Event description:
It was reported that an error was displayed on the external pulse generator (epg) and the unit stopped pacing while attached to a patient. The battery was removed and the unit started working again. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the unit started up normally. This error is related to a stuck key and is the result of a key being held down when turning the device on. It was also noted that the lower case was broken and all bails and bail covers were missing. (B)(4).